Manufacturer narrative:
Product ID: mc1vr01. Product event summary: the device was returned and analyzed. Returned product analysis was performed and no anomalies were found. Product ID: mc1vr01-delsys. Product event summary: the full delivery system was returned, analyzed, and there was a mechanical issue with the shaft of the delivery system. The delivery system shaft was mechanically kinked/buckled. The sheath of the delivery system was damaged. The articulation of the delivery system was out of plane. There was a visual observation with the delivery system. Blood was observed on the shaft of the delivery system. Blood was observed on the sheath. The analyst noted the full delivery system was returned with the device intact in the sheath. There is exposed braided mesh on the shaft at 3.8 cm from the distal end of the delivery system. The sheath edge is bent. The shaft is kink/buckled at 6.4 cm from the distal end of the delivery system. The lumen at the distal end of the delivery system is damaged. There is blood on the inner shaft. There is blood on the shaft located at the distal end of the delivery system. There is blood in the handle. There is blood on the handle. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that after the sixth implant attempt the leadless implantable pulse generator (ipg) delivery system was distorted. It was indicated the patient sustained an injury associated with the implant attempt. An alternate system was successfully implanted. No further patient complications have been reported as a result of this event.